Event description:
Same case as MDR ID 2134265-2013-08914. It was reported that stent thrombosis, removal difficulty and stent damage occurred. The target lesion was located in the non calcified and non tortuous right coronary artery. A 3.0mm x 24mm ion stent was advanced and implanted in the target lesion. The stent was post dilated using the balloon of the stent delivery system and the patient was transferred back to the intensive care unit post procedure. However, 1 hour after the procedure, the patient complained of chest pain and was brought back to the catheterization laboratory. A stent thrombosis was noted. A non bsc thrombectomy system was utilized and a 3.0mm x 20mm nc quantum balloon catheter was used to dilate the lesion. Then a 32 mm x 3.50mm ion¿ stent was advanced; however, it was caught at the proximal end of the recently implanted 3.0mm x 24mm ion stent and was stuck. So an unspecified guide catheter was pushed down to get the 32 mm x 3.50mm ion stent out and noted that the stent was mangled. The thrombosed stent was post- dilated using unspecified balloon catheters. A non bsc stent was implanted distal to the 3.0mm x 24mm ion stent and the procedure was completed. No further patient complications were reported and the patient's status was fine

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at the distal to the strain relief. An examination of the crimped stent found that the mid to distal end of the stent was stretched and pulled out over the tip section of the device. An examination of the balloon found no evidence that the balloon had been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08914. It was reported that stent thrombosis, removal difficulty and stent damage occurred. The target lesion was located in the non calcified and non tortuous right coronary artery. A 3.0mm x 24mm ion¿ stent was advanced and implanted in the target lesion. The stent was post dilated using the balloon of the stent delivery system and the patient was transferred back to the intensive care unit post procedure. However, 1 hour after the procedure, the patient complained of chest pain and was brought back to the catheterization laboratory. A stent thrombosis was noted. A non bsc thrombectomy system was utilized and a 3.0mm x 20mm nc quantum balloon catheter was used to dilate the lesion. Then a 32 mm x 3.50mm ion¿ stent was advanced however it was caught at the proximal end of the recently implanted 3.0mm x 24mm ion¿ stent and was stuck. So an unspecified guide catheter was pushed down to get the 32 mm x 3.50mm ion stent out and noted that the stent was mangled. The thrombosed stent was post- dilated using unspecified balloon catheters. A non bsc stent was implanted distal to the 3.0mm x 24mm ion¿ stent and the procedure was completed. No further patient complications were reported and the patient's status was fine.